Event description:
It was reported that the patient was feeling dizzy. It was discovered the patients right ventricular (rv) lead was exhibiting intermittent capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).